Manufacturer narrative:
Patient city: (B)(6). Patient country: colombia.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set cannula bent events on (B)(6) 2024. Insertion site was abdomen. Infusion set has been used for a few hours. Patient having pain during insertion of infusion device. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.